Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and fever coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized. The patient was treated with vancomycin intravenously (dosage, frequency, and duration not reported), gentamycin intravenously (dosage, frequency, and duration not reported), and cefazolin (route, dosage, frequency, and duration not reported) for the event of peritonitis. Five days after the onset, peritoneal dialysis therapy was discontinued and the peritoneal dialysis catheter was removed. The following day, the patient was placed on hemodialysis. At the time of this report, hospitalization was ongoing. The patient has not recovered from the peritonitis event. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.